Event description:
The patient reportedly did not receive benefit from the cochlear implant. The patient was seen by a company representative for device evaluation. Testing performed confirmed the device was functioning. Due to lack of patient progress, the decision was made to explant the patient's device. Surgery to explant the patient's cii device has been scheduled.